Event description:
Philips received a complaint on the heartstart mrx defibrillator indicating that device has battery failure. There was no patient involvement. Based on the information available, device is eol (end of life) and no work performed by philips. The investigation concludes that no further action is required at this time.